Event description:
The customer's wife reported the customer being hospitalized due to diabetes. The wife called the helpline in order to adjust the insulin pump's bolus settings because too much insulin was reportedly being delivered. The customer's blood glucose value was not reported. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.